Manufacturer narrative:
Date rec¿d by MFR : 14oct2019, date of report : 16oct2019. The support service technician performed evaluation and confirmed the reported problem. The support service technician then replaced the speaker# 1 to resolve the reported issue. No other abnormalities were found while performing the preventive maintenance. Unit was checked overall, cleaned and run in and functionally tested. Failure investigation completed. No fault found. Unable to replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
The customer reported an alarm abnormality. There was no patient involvement.